Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the pump was explanted on (B)(6) 2017 due to therapy failure, lack of effective pain relief. As troubleshooting, catheter access was attempted and found to be patent. The issue was not resolved at the time of this report. The patient's status was "alive - no injury" and no further complications were expected or anticipated.

Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 2.0 mg/ml of hydromorphone at 0.0961 mg/day and 4.0 mg/ml of bupivacaine at 0.1923 mg/day, via simple continuous infusion mode. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Correction - added patient code (B)(4). Update - eval code-conclusion 92 is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer on (B)(6) 2017 without any information.

Manufacturer narrative:
Analysis of the pump found no anomaly. If information is provided in the future, a supplemental report will be issued.